Event description:
A report was received that the patient was having discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was repositioned. No device malfunction suspected. The patient was doing well postoperatively.